Event description:
It was reported the procedure was being performed in the intensive care unit. During placement into the pt's inferior vena cava, the physician experienced difficulty and had to remove the catheter. Upon doing so, she found the guide wire started to uncoil and was close to breaking. Everything was removed intact and a different catheter was used successfully. They do not know if this caused a delay in treatment and there was no pt death or complications reported.

Manufacturer narrative:
(B)(4). The sample will not be returned.